Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a neonate was resuscitated but passed on afterwards. The staff had a low oxygen supply and at the time of this event, they were replacing oxygen cylinders. It was also reported that there was a failure to deliver the set respiratory rate for a controlled mode of ventilation leading to less tidal volumes (hypoventilation) and the resultant retention of carbon dioxide (hypercarbia). High inspiratory pressures are needed to achieve the very little tidal volumes for the neonates. This implies that the neonates have stiff lungs with a poor compliance which cannot be the case for all neonates. The ventilators are simply not functioning as expected. During the initial onsite investigation no device malfunction but leakages in reuseable breathing circuit system was found.

Manufacturer narrative:
The investigation was based on the reported event and analysis of the provided information from email correspondence and onsite investigation of the affected babylog 8000 device. It was reported that a neonate was resuscitated but passed on afterwards. It was reported that the staff had a low oxygen supply and at the time of this event, they were replacing oxygen cylinders. It was also reported that there was a failure to deliver the set respiratory rate for a controlled mode of ventilation leading to less tidal volumes (hypoventilation) and the resultant retention of carbon dioxide (hypercarbia). High inspiratory pressures are needed to achieve the very little tidal volumes for the neonates. During onsite investigation according to manufacturer specs, no device malfunction but leakages in used reuseable breathing circuit system was found. According to the limited information /no log file a detailed analysis is not possible. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. If the patient is not ventilated adequately, the alarm limits for the minute volume and tidal volume (for option volume guarantee) will be effective and alarm in case of insufficient volumes. It is most probable that the low oxygen supply and/or the leaky breathing circuit caused the reported symptom. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that a neonate was resuscitated but passed on afterwards. The staff had a low oxygen supply and at the time of this event, they were replacing oxygen cylinders. It was also reported that there was a failure to deliver the set respiratory rate for a controlled mode of ventilation leading to less tidal volumes (hypoventilation) and the resultant retention of carbon dioxide (hypercarbia). High inspiratory pressures are needed to achieve the very little tidal volumes for the neonates. This implies that the neonates have stiff lungs with a poor compliance which cannot be the case for all neonates. The ventilators are simply not functioning as expected. During the initial onsite investigation no device malfunction but leakages in reuseable breathing circuit system was found.